Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a correlation between the device and the reported event cannot be conclusively determined. Bleeding is listed in the heartmate ii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "anticoagulation" under "patient care and management" describes the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had a history of chronic nose bleeds. Patient had a left dacryocystorhinostomy on (B)(6) 2013. Ongoing bleeding led to a transcatheter embolization of the distal left internal artery in (B)(6) 2013. No additional information was received.